Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer called to state that the user has contact them and stated that the frame is broken.

Manufacturer narrative:
Additional/updated information was added to reflect the dealer providing pictures of the frame. The pictures show a separation in the frame tubing which is indicative of a problem with the attaching hardware.

Event description:
Dealer called to state that the user has contact them and stated that the frame is broken. The dealer sent in pictures of the frame and it appears to be an issue with the hardware that attaches the front and rear frame.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The product was returned for evaluation, and subsequent testing verified the complaint. Per the evaluation: bent tubing lower right rear side frame where x-brace meets rear causing play in frame. The underlying cause could not be determined after reviewing the documentation in this investigation. The following fields were updated accordingly.

Event description:
Dealer called to state that the user has contact them and stated that the frame is broken.

Manufacturer narrative:
Additional/updated information was added to reflect the wheelchair receiving an expanded evaluation. The expanded evaluation was unable to confirm the initial complaint description of a broken frame, as no breakage was found anywhere on the mvps frame. However, the gap in the side frame as shown in the photograph provided by the dealer was confirmed. During evaluation, a small amount of play was found at the right frame-cross brace connection. The underlying cause was due to rounding/stripping of the four through holes of the right side frame insert tube, which allowed some play in the side frame due to loose fit.

Event description:
Dealer called to state that the user has contact them and stated that the frame is broken. The dealer sent in pictures of the frame and it appears to be an issue with the hardware that attaches the front and rear frame.